Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two leads with the sam lot number. It was reported the pt's stimulation is auto-reducing. After which time, a lead diagnostic confirmed contacts 9-16 had invalid impedance. Reprogramming was able to recapture coverage. Later, auto-reducing reoccurred. The pt was to meet with her physician regarding surgical intervention. Follow-up identified the sjm representative met with the pt for reprogramming on (B)(6) 2013 and therapy was restored. It was also determined at this session contacts 9-11 and 13-16 had been invalid. Further follow-up revealed surgical intervention was undertaken on (B)(6) 2013 and an additional lead was implanted for right sided coverage. The existing leads were not removed, instead unplugged from the ipg. Effective stimulation and coverage was achieved postoperatively.